Event description:
Edwards received information that an edwards bioprosthetic valve, implanted approximately five (5) years, was explanted due to stenosis. The explanted device was replaced with a another bioprosthetic heart valve. The patient exhibited bilateral heart failure while attempting to wean off of cardiopulmonary bypass (cpb). He was placed on extracorporeal membrane oxygenation (ECMO) which allowed weaning off of cpb and transfer to ICU. The patient was noted to be in critical condition post-op. Device has been requested event although it has not yet been returned to manufacturer.

Manufacturer narrative:
Stenosis. Additional manufacturer narrative - report of edwards aortic bioprosthetic valve explant due to stenosis. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Additional information will be reported if received.